Event description:
It was reported that the tubes cannot aspirate and there is poor separator movement that requires additional centrifugation with a unspecified bd blood collection tubes. The following information was provided by the initial reporter, translated from french to english: I'm writing to you because I'm worried about something concerning the barricor tubes. Indeed we have more and more problems of aspiration at the level of our cobas only with the tubes barricor, a priori the ball goes up. We have increased (again) the centrifugation time (because we are at maximum speed). I am annoyed because we are well above the bd recommendations for the conditions of centrifugation. Would you have similar feedback from centers using barricor tubes? Before change: 4400 rpm for 260s.

Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the tubes cannot aspirate and there is poor separator movement that requires additional centrifugation with a unspecified bd blood collection tubes. The following information was provided by the initial reporter, translated from french to english: I'm writing to you because I'm worried about something concerning the barricor tubes. Indeed we have more and more problems of aspiration at the level of our cobas only with the tubes barricor, a priori the ball goes up. We have increased (again) the centrifugation time (because we are at maximum speed). I am annoyed because we are well above the bd recommendations for the conditions of centrifugation. Would you have similar feedback from centers using barricor tubes? Before change: 4400 rpm for 260s